Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level read "high"; a specific value was not provided. The customer attempted to self-treat with a correction bolus via the pump and a manual dose injection, but later went to the emergency with chest and back pain and trace amounts of ketones that were not life threatening. The customer was treated intravenously with fluids of saline and insulin. The customer declined follow-up with tandem technical support, however, a replacement pump was sent to the customer to resolve the issue. The customer reverted to manual dose injection.